Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = sample 1, sample 2, sample 3, sample 4, sample 5, sample 6. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 09p35-22, that has a similar product distributed in the us, list number 09p35-21, and a 510k number of k052407.

Event description:
The customer observed falsely decreased alinity I anti-tpo results for several patients when comparing results to a roche assay. The following data was provided (customer¿s normal range for alinity assay is <5.61 iu/ml, for roche is <16.0 iu/ml): sample 1 initial result, on (B)(6) 2024, was <3.00, repeat result using a roche assay was 62.9 iu/ml. Sample 2 initial result, on (B)(6) 2024, was <3.00, repeat result using a roche assay was 18.8 iu/ml. Sample 3 initial result, on (B)(6) 2024, was <3.00, repeat result using a roche assay was 19.5 iu/ml. Sample 4 initial result, on (B)(6) 2024, was <3.00, repeat result using a roche assay was 21.0 iu/ml. Sample 5 initial result, on (B)(6) 2024, was <3.00, repeat result using a roche assay was 21.1 iu/ml. Sample 6 initial result, on (B)(6) 2024, was <3.00, repeat result using a roche assay was 21.9 iu/ml. There was no impact to patient management reported.

Manufacturer narrative:
Field 2a - d2a - common device name updated to include system, test, thyroid autoantibody in that field. The complaint investigation for falsely decreased alinity I anti-tpo results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and testing of the complaint lot. Return testing was not completed as returns were not available. A review of tracking and trending for the product and the likely cause lot did not identify an increase in complaint activity. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Device history record review on lot number 59185fz00 did not identify any non-conformances or deviations with the likely cause lot. Accuracy testing was performed using panels, which mimics patient samples, and an in-house retained kit of lot 59185fz00, stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of alinity I anti-tpo, lot number 59185fz00, was identified.

Event description:
The customer observed falsely decreased alinity I anti-tpo results for several patients when comparing results to a roche assay. The following data was provided (customer¿s normal range for alinity assay is <5.61 iu/ml, for roche is <16.0 iu/ml): sample 1 initial result, on (B)(6) 2024, was <3.00, repeat result using a roche assay was 62.9 iu/ml. Sample 2 initial result, on (B)(6) 2024, was <3.00, repeat result using a roche assay was 18.8 iu/ml. Sample 3 initial result, on (B)(6) 2024, was <3.00, repeat result using a roche assay was 19.5 iu/ml. Sample 4 initial result, on (B)(6) 2024, was <3.00, repeat result using a roche assay was 21.0 iu/ml. Sample 5 initial result, on (B)(6) 2024, was <3.00, repeat result using a roche assay was 21.1 iu/ml. Sample 6 initial result, on (B)(6) 2024, was <3.00, repeat result using a roche assay was 21.9 iu/ml. There was no impact to patient management reported.